Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 38 x 2.50mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage with mid strut lifted and pulled distally. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 2.5mm x 36mm, eccentric, de novo, 70% stenosed target lesion containing a >45 degrees bend was located in the severely tortuous and moderately calcified left circumflex artery. The ejection fraction was 60%. After pre-dilatation of a 2x12 emerge balloon catheter, a 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion despite several attempts. A second dilatation was performed with a 2.5 x 15 nc emerge balloon catheter, the 38 x 2.50 promus premier was then reintroduced. The physician felt more resistance when trying to cross the lesion, hence, the device was retrieved. It was then noticed that some cells of the stent were damaged. The procedure was completed with implantation of a 2.5 x 38 promus stent and post-dilatation of a 2.75 x 15mm balloon catheter, with good results. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 2.5mm x 36mm, eccentric, de novo, 70% stenosed target lesion containing a >45 degrees bend was located in the severely tortuous and moderately calcified left circumflex artery. The ejection fraction was 60%. After pre-dilatation of a 2x12 emerge balloon catheter, a 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion despite several attempts. A second dilatation was performed with a 2.5 x 15 nc emerge balloon catheter, the 38 x 2.50 promus premier was then reintroduced. The physician felt more resistance when trying to cross the lesion, hence, the device was retrieved. It was then noticed that some cells of the stent were damaged. The procedure was completed with implantation of a 2.5 x 38 promus stent and post-dilatation of a 2.75 x 15mm balloon catheter, with good results. There were no patient complications nor injuries reported and the patient status was stable.